Manufacturer narrative:
Lot number was provided (220720808901) and no other complaints have been reported for the lot number provided. Product requested from consumer; pending product investigation upon return of product.

Event description:
Arterial bleeding; heavy bleeding from injured artery - vagina [vaginal haemorrhage]. Injury - vaginal [vulvovaginal injury]. Tampax tampon applicator split when inserted [device physical property issue]. Case description: a journalist reported in an article, dated may 15, 2013, that a (B)(6) girl was given a package containing tampax compak regular unscented tampons at her school. The girl used the tampon, during her time of the month, and had arterial bleeding when the applicator split upon insertion. Her mother took her to the hospital where she required an operation for heavy bleeding from an injured artery. The case outcome was recovered. No further information was provided. (B)(6) 2013: lot check. Lot number was provided by the consumer. No other complaints have been reported for the lot number provided.